Event description:
It was reported that this pacemaker was recently implanted last month, and the patient is currently feeling a burning sensation around the device site. The patient was referred to back to their physician and is waiting for a call back. The patient requested information on electromagnetic interference (emi), using a riding lawn mower, and travel considerations. Information was provided. The patient also advised when the device was implanted a lead was replaced five days post operation. No additional information was provided on the lead revision. The pacemaker remains service. Additional information provided advised that during the patient's implant procedure there was a micro perforation with the right ventricular (rv) lead. Five days post operation the rv lead was explanted. A new boston scientific rv lead was attempted and was unsuccessful in the original placement location. The physician elected to use a non-boston scientific left bundle branch (lbb) lead to successfully complete the procedure. The health care professional (hcp) advised there was no additional information with the patient currently feeling a burning sensation, however an antibiotic pouch was used around the device during implant. The pacemaker remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker was recently implanted last month, and the patient is currently feeling a burning sensation around the device site. The patient was referred to back to their physician and is waiting for a call back. The patient requested information on electromagnetic interference (emi), using a riding lawn mower, and travel considerations. Information was provided. The patient also advised when the device was implanted a lead was replaced five days post operation. No additional information was provided on the lead revision. The pacemaker remains service. Additional information provided advised that during the patient's implant procedure there was a micro perforation with the right ventricular (rv) lead. Five days post operation the rv lead was explanted. A new boston scientific rv lead was attempted and was unsuccessful in the original placement location. The physician elected to use a non-boston scientific left bundle branch (lbb) lead to successfully complete the procedure. The health care professional (hcp) advised there was no additional information with the patient currently feeling a burning sensation, however an antibiotic pouch was used around the device during implant. Additional information received clarified the rv lead was explanted due to a micro dislodgement after attempted repositioning. There was not a second attempted rv lead. There was an attempted right atrial (ra) lead during the original implant that is not expected to return. The physician elected to use a non-boston scientific left bundle branch (lbb) lead to successfully complete the procedure. Additional information the ra lead was attempted implant due to the inability of the helix to extend or retract smoothly. A replacement lead was implanted without further incident. The ra lead was returned, and the explanted rv lead will not return for analysis. The pacemaker remains in service. No additional adverse patient effects were reported.